Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. Device history lot: part # 04.004.443, synthes lot # 5497251, supplier lot # n/a, release to warehouse date: 03 may 2007, manufactured by: (B)(4). Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a removal of the tibial nail, locking screws, and end cap due to distal interlocking screw pain. The tibial nail and three interlocking screws were successfully removed. The proximal locking screws were very difficult to remove, however it was successfully removed. The nail was also difficult to extract. The patient and procedure outcome were unknown. This complaint involves five (5) devices. This report is for (1) 10mm ti cannulated tibial nail-ex/315mm. This is report 4 of 5 for complaint (B)(4).